Event description:
The customer reported a problem in the loudspeaker, without further confirmation regarding whether sound loss or not. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.